Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system did not provide effective pain relief to their satisfaction. As a result, surgical intervention was undertaken at an unknown date in 2017 wherein the system was explanted.